Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported customer experienced an adverse skin reaction while wearing an adc freestyle libre sensor. Customer experienced a "generalized rash" at the sensor site that "spread to both hands and feet". Customer had contact with an hcp and was provided an unspecified medication for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Serial number) was updated based on returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive patch was also returned. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found, and the investigation showed all processes were effective.

Event description:
An hcp reported customer experienced an adverse skin reaction while wearing an adc freestyle libre sensor. Customer experienced a "generalized rash" at the sensor site that "spread to both hands and feet". Customer had contact with an hcp and was provided an unspecified medication for treatment. There was no report of death or permanent injury associated with this event.